Event description:
Pt contracted fusarium keratitis, and has used bausch and lomb renu since 12/2005. The pt lives in another country and is seeing an ophthalmologist there, but rec'd the product from their optomertrist in the us, a medical sample.